Event description:
It was reported that this magnetic resonance imaging (MRI) conditional pacemaker underwent an off label MRI scan due to being in unipolar configuration for the right ventricular (rv) lead. High out of range rv impedance measurements above 2000 ohms were exhibited. This pacemaker system remains in service. No adverse patient effects were reported.